Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified in d2. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was returned for evaluation. The investigation is confirmed for deformation due to compressive stress, however,the investigation is inconclusive for aspiration issue. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implanted port allegedly experienced suction issue and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.